Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been another event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through a medwatch: "patient: [...]; on [...] 2007, patient received a right total hip arthroplasty with stryker components, psl 60mm shell, single 35mm supplemental screw, 36 internal diameter trident x3 liner, 4.5 accolade tmzf plus stem, 36mm +0 lfit anatomic v40 cocr head (ref#6360-9136. Lot# w4emjd, exp date 06/2012). On [...] 2018 patient's urine cobalt level was 29 mcg/l. On [...] 2018, patient urine cobalt level was 10 mcg/l. On [...] 2018, his urine cobalt level was 27 mcg/l. On [...] 2018, blood cobalt level was 2.3 mcg/l and urine cobalt level 19.9 mcg/l. Around [...] 2018, patient started noticing problems with his balance, memory, mood and energy level. He also developed a fine rest tremor of his hands. He had developed obstructive sleep apnea around 2014. He also noted some right hip symptoms with pool walking, metal suppression MRI of the right hip was made on [...] 2018 showed a significant lateral pseudotumor starting to encroach upon the hip abductor tendons. This appeared to be solid lesion without much fluid in it. Fluid images suggested he does have some fluid in the joint although not a lot. At this point, his hip abductor tendons still appeared to be intact. Neuro q analysis of his fdg pet brain scan found 77 of 240 regions with significant hypometabolism with a summed regional hypometabolism score of -218, involving areas associated with chronic toxic encephalopathy, on [...] 2018, the right hip was revised. The cocr head was simply swapped for a delta option ceramic head size 36mm +0. The trunnion and the head bore showed marked external and internal corrosion. Posterior capsule was thickened and of poor quality due to adverse reaction to metal debris, anterior capsule was thickened and of poor quality due to adverse reaction to metal debris, abduction tendons attenuated with a pale fish flesh appearance consistent with adverse reaction to metal debris and required repair. The trochanteric bursa was not effused. The cobalt level of the right hip joint fluid was 190 mcg/l, but it was diluted by about 1:10. About 15n months post revision on [...]2019 his blood cobalt level was 0.6 mcg/l and urine cobalt was 1.4 mcg/l."